Manufacturer narrative:
Patient identifier, date of birth, age, gender and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the 520 mm reamer irrigator aspirator (ria) drive shaft broke, while reaming the patient's femur using the ria equipment during a subtalar and tibiotalar fusion on (B)(6) 2018. The tip of the shaft broke into fragments and all the fragments were removed without any additional medical intervention. To resolve the issue, a different 520 mm ria drive shaft was quickly connected and reaming of the femur was resumed using the new drive shaft. The surgery was delayed by a minute to get a different drive shaft. The procedure was completed successfully with the help of the new drive shaft. The patient was reported to be fine at the end of the surgery. Concomitant device (s) reported: ria tube assembly min 520 mm (part # 314.746s, unknown lot #, qty # 1) this report is for one (1) drive shaft-minimum 520mm length- for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hrx. DHR review was completed. DHR review : part number: 314.743, synthes lot number: 6921237, supplier lot number: 6921237, release to warehouse date: 28-aug-2012, supplier: (B)(4), manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Background: during use the drive shaft is attached to the corresponding length reamer/ irrigator/ aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. [Reamer/irrigator/aspirator (ria) technique guide]. Device condition: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located between 6.6mm and 8.1mm from the distal edge of the drive shaft helix. The helix is intact and shows scrapping along the outer surface. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Hardness was not reviewed as the flexible nitonal shaft does not have a hardness specification release to warehouse date: 28-aug-2012. Drawing review: based on the date of manufacture the drawings reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. Since the hexagonal tip could not be inspected the shaft directly proximal to the break was inspected and measured 5.198mm which is confirmed to be within the specification of 5.18mm +/- 0.025 (5.205/5.155) per drawing. The inner diameter at the fracture measured 3.72mm which is confirmed to be within the specification of 3.76mm +/-0.05 (3.71/3.81) per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ conclusion: the complaint condition is confirmed as drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.